Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware had failed, and drawer 3.1 was unable to open, displayed a memory read error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed, and drawer 3.1 was unable to open, displayed a memory read error. A field service engineer (fse) shut down the station and removed the back panel. The fse disconnected and reconnected the row board cable from the drawer control board for drawers 3.1 and 4.1. After closing the back panel, the fse powered the station back on, tested functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.